Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the vessel morphology was reported as the aortic neck is 33 mm in diameter, 55 degree aortic neck angulation, and disease progression with aortic neck dilatation. A recent CT demonstrated that the bifurcated stent graft has migrated distally 3 cm with a proximal type I endoleak present due to disease progression. The physician elected to implant a talent converter, an endurant aortic cuff and perform a femoral to femoral bypass. The migration and type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.